Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The pump reportedly powered off without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box showed no evidence of power issues. The basal interruption on (B)(4) 2013 was due to a loss of prime warning; multiple loss of prime warnings were observed in the pump black box with low non-zero force. The pump performed the rewind, load, and prime steps successfully. A force sensor calibration test was performed and was found to be reading within specifications. No damage was found to be battery compartment or cap. The pump was exercised for 24 hours without power issues or loss or prime warnings occurring. A loss of prime was induced and the pump alarmed appropriately. The battery cap was tested and was found to be within specifications. The pump was opened and there was no damage noted to the power or force sensor circuits. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the date and time settings upon battery removal. When the pump is rebooted, it displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.